Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set tubing leaking at the site event on 16 may 2026. The infusion set was in use for four to five hours.